Manufacturer narrative:
One workmate¿ claris¿ ep-4¿ cardiac stimulator pn (B)(6) and sn (B)(6) was received into the lab for investigation. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
During an atrial fibrillation procedure, it was reported the ep-4 did not pass the self-test and the procedure was cancelled. The issue was not resolved, the patient taken off the table, and the procedure was cancelled.